Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 600 mg/dl at the time of incident and other relevant blood glucose level was 600 mg/dl. Customer experienced symptoms such as irritable vomiting. The customer was using insulin pump within 48 hours of reported event. Customer treated their high blood glucose with syringes. Customer stated that there was a tape blocking the flow; due to this they were not getting insulin. Customer declined for troubleshooting. Customer stated that they needed emergency reservoir. The insulin pump will not be returned for analysis.